Event description:
It was reported that a patient presented with far r-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended, but were not yet made. No patient consequences were reported.

Event description:
New information received notes that the patient presented remotely. No programming changes were presently made and no patient consequences were reported. The patient was scheduled for an additional follow-up appointment.